Manufacturer narrative:
Unique identifier (UDI)#: ni.

Event description:
The customer complained of an erroneous high result for 1 patient tested for creatinine jaffé (crej). The erroneous result was reported outside of the laboratory. The initial crej result was 4.73 mg/dl. The result was reported outside of the laboratory where it was questioned by the doctor because it did not match the patient¿s clinical picture. The sample was repeated and the result was 0.85 mg/dl. This result was considered to be correct and was reported outside of the laboratory. The patient was treated with "fluids" based on the high result. No adverse event occurred due to this treatment. The customer indicated that all other patients tested for crej received acceptable results. The customer also mentioned an issue with calcium results for a different patient on (B)(6) 2016. No specific values were provided. The sample was repeated and the correct result was reported outside of the laboratory. The crej reagent lot number and expiration date were not provided. The field service representative (fsr) visited the customer site and found that reaction cells were not being properly washed by the rinse mechanism. The fsr replaced the rinse mechanism tubing set and readjusted the dispense volumes in the cells. The reaction cell surface was also coated with detergent; this was cleaned. Calibration and quality controls were run and acceptable. The customer has had no further issues since the service actions performed by the fsr. The investigation agrees with the findings of the fsr. The over flowing cuvettes could cause carry-over which affects test results.